Manufacturer narrative:
Reporter is a synthes employee. Part # 03.113.019 lot # 9255344 manufacturing site: (B)(4) release to warehouse date: 02 dec2014 supplier: synthes (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Customer quality investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the complaint condition was not confirmed as no issue could be determined due to the poor quality of the images. Also, a functional assessment was not able to perform since the device was not returned. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint could not be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6), 2021 that the sizer would not grip the cortex to measure and the stardrive was too worn to grip the screw. Concomitant medical products: unk - screw (part#: unknown, lot#: unknown, quantity: 1). This report is for one (1) screwdriver shaft stardrive 165mm. This is report 2 of 2 for (B)(4)..